Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient "fell and hurt herself again" today. Patient had a bad reaction from fentanyl. Patient answered it was "37 1/2 patches" and noted "that's why they did not put the fentanyl in the pump". Patient had a "hard withdrawal 3 days prior to surgery". Patient also mentioned that she had a cat scan yesterday at the hospital. No out of box failure was reported. No medical/therapy problem associated with small parts was reported. No further complications were reported.